Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be early sensor expiration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor errors/failed occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor errors/failed is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.